Event description:
Kidney transplant biopsy. Two different biopince devices used for a total of four passes that did not obtain tissue. Proceduralist needed to switch to supercore device to obtain two adequate samples with two passes.